Manufacturer narrative:
Ethnicity: unknown as information was not provided. If implanted: not applicable as the iol was not implanted. If explanted: not applicable as the iol was not implanted. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported the intraocular lens (iol) haptic was bent during loading of the lens; there was patient contact with the patient's ocular dexter (right eye). Through follow-up, additional information was received confirming no unplanned incision enlargement, no serious patient injury, no unplanned suture(s), and no unplanned vitrectomy. Patient outcome post-procedure was reported as a successful outcome. No further information is available.

Manufacturer narrative:
Additional information was received, and the following fields were updated accordingly: section d-9: device available for evaluation: yes section d-9: date returned to manufacturer: 10-jun-2021 section h-3: device evaluated by manufacturer: yes device evaluation: visual inspection under magnification revealed viscoelastic residue on the optic body and haptics, which is consistent with a lens that was handled during loading. The lens was cleaned, and haptic damage (bent) was observed for both haptics. The complaint issue was confirmed; however, based on the return condition of the lens it cannot be confirmed to be related to manufacturing issue. Therefore no product deficiency could be identified. Manufacturing records review: the manufacturing records for the product were reviewed, the product was manufactured and released according to specification. Historical data analysis: a search of complaints revealed that one (01) additional complaint folder was found as part of this production order (po) number. The complaint was coded for dc-loading issues and is not similar to the reported complaint issue in this product investigation and therefore no further escalations are required. Conclusion: as a result of the investigation, there is no indication of a product malfunction or product quality deficiency. The reported issue was not verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.